Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 547 mg/dl. Cause was not known. Customer required assistance and household member gave a manual injection to address bg. Additionally the customer customer changed out her sensor, changed supplies and gave multiple boluses using the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.